Event description:
On (B)(6) 2012, the reporter contacted the animas corporation and claimed all buttons except for the backlight/contrast button were unresponsive. The reporter stated that the ok button was not springing back. The reporter claimed the rubber keypad was intact. The reporter claimed the pump was worn on a belt clip. There is no reported adverse event with this complaint. This report is being made based on the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and ok buttons.